Manufacturer narrative:
Citation: davlouros pa et al. "Transcatheter aortic valve replacement and stroke: a comprehensive review." J geriatr cardiol. 2018 jan; 15 (1): 95-104. Doi: 10.11909/j.issn.1671-5411.2018.01.008. Epub 2018 jan 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comprehensive review of the incidence, predictors, and clinical impact of stroke following transcatheter aortic valve replacement. The analysis included an unidentified number of studies with an unspecified patient population (patient demographics not provided), an undisclosed number of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, early and late mortality and stroke related mortality were discussed. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: stroke and transient ischemic attack. Based on the available information, the medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.